Event description:
Healthcare provider reported, treatment with ibuprofen 400 mg. For "intense pain" to right breast. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: red particles in the shell. Encapsulation. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "intense pain" and "hardening".

Event description:
Healthcare provider reported rupture, "intense pain," "undulation" and "hardening" for the right side. Device remains implanted.